Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed recorded cs (B)(4) call service alarms. No call service alarms were duplicated during testing. Unrelated to the complaint, the bolus button cover was observed to be torn. The bolus button cover was removed, and corrosion due to moisture was found on the button contact. The button slug was also missing. The pump case was removed and further evidence of moisture ingress was found on an internal component. Also unrelated to the complaint the pump was powered on and the display screen appeared faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.